Event description:
Physician had needle disengaged from syringe and collagen material leaked out prior to attempted injection. Though no injury is involved, event is being reported due to the possibility of injury should similar event recur.